Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received shocks, the lead was oversensing, there was noise and the impedance was out of range. The lead is to be extracted. No further complications have been reported as a result of this event.